Manufacturer narrative:
Retainer ring=clear on 12/21/2020 customer called in with the following concern: pump error 23 after battery installation. P-cap locked in place properly during testing. Proceed it by using a new battery cap and a new battery. Device power up properly after battery installation. Device was downloaded successfully using (thus software). The adapt tool was utilized to search for alarms that may have occurred in the past or during complain call that might of trigger the reason complain. During download review pump error 23 was recorded on (B)(6) 2021 at 02:30:04 hour and pump error 53 was also recorded on (B)(6) 2021 at 19:06:00 hour. Per r&d investigation this is sw issue: error 53 is triggered when device attempts to re-initialize/establish communication to the rf chip. The first attempt to initialize/establish communication encountered an error due an unstable power to the rf chip. Battery was removed form pump and monitored for 10 minutes. Device power up properly after insertion of the battery and no pump error 23 alarms were noted. Proceed it by cutting unit open and perform a visual inspection of connectors and electronic assemblies. No moisture damage noted during visual inspection. Device received with cracked case(battery tube), cracked battery tube threads and missing display window cover. In conclusion customer allegation was not confirm during testing. Device may have ha an intermittent failure not detected during our testing. However, an unexpected pump error 53 alarm was confirm due to software error. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that insulin pump had a post-reset ram crc alarm. Customer was able to clear the alarm but unable to complete rewind the insulin pump. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.